Event description:
The facility reported an infusion pump with failure code 12. Upon review of the pump's event history, a baxter tech discovered that failure code 12:303 occurred. The facility's rep stated that no pt injury was reported on this pump since the last baxter svc event. It is not known if the failure occurred while infusing. Info regarding pt demographics, medication involved and device programming was requested but none was provided.